Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026 and (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient developed nausea and light-headedness. A fingerstick blood glucose (fsbg) test was performed and resulted in 448 mg/dl. Due to the elevated glucose level and reported symptoms, the family contacted the on-call physician, who advised evaluation in the emergency department (ed), including assessment for diabetic ketoacidosis (dka). According to the patient's mother, upon arrival at the ed, a blood glucose (bg) measurement of 230 mg/dl was obtained, while the dexcom g7 cgm was displaying approximately 270 mg/dl. The mother reported that the cgm had displayed "high" for approximately 6 to 7 hours prior to ed arrival and estimated a difference of approximately 40 mg/dl between the cgm and glucometer readings. In the ed, the patient received intravenous (IV) fluids, and laboratory testing was performed to evaluate for dka. According to the mother, the test results were normal and dka was ruled out. The patient's glucose levels improved following IV fluid administration. Insulin pen use was also reported as treatment; however, the available documentation does not specify when it was administered during the course of the event. After approximately four hours of observation, a repeat bg measurement was 105 mg/dl, while the cgm displayed approximately 130 mg/dl. The patient was subsequently discharged home and continued to monitor glucose levels after discharge. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.